Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR # 2134265-2011-00334.it was further reported that the physician attempted to remove the pt2 guide wire along with a 3.00x12mm apex balloon catheter.

Event description:
(B)(4). It was reported that during a stenting treatment procedure a guide wire fracture occurred. The 90% stenosed, non tortuous and non calcified target lesion was located at the bifurcation of the left anterior descending artery (lad) and the ostial diagonal branch. A pt2 guide wire was advanced to the lesion and then an unspecified stent was successfully deployed in the diagonal branch. The physician attempted to remove the pt2 guide wire along with an unspecified balloon catheter; however, the physician felt resistance from the balloon catheter during withdrawal. It was then noted that the distal segment of the guide wire had become detached and remained in the distal portion of the diagonal artery. The procedure was ended with no additional patient complications. The patient was discharged home in good condition.

Event description:
Same case as MFR # 2134265-2011-00334. It was further reported that the physician attempted to remove the pt2 guide wire along with a 3.00x12mm apex balloon catheter.